Event description:
Customer reports "within five days three cvcs on three different patients have dislocated (migrated) as the catheter slipped out of the retaining clip". Customer reports the surface of this batch feels slippery. It was reported the catheters were "in place for a maximum of 2 days and were placed as part of an operation". The cvcs were fixed with a suture at the box clamp twice. It was reported there was a delay in therapy as the catheter was lost and "on one patient, medication therapy could not be infused properly either". The catheter was replaced with a peripheral intravenous catheter and parenteral nutrition was changed to a peripheral venous cannula. The patient's condition was reported to be fine.

Manufacturer narrative:
Concomitant medical products: (B)(4) .associated mdrs for the three devices:3006425876-2022-00785, 3006425876-2022-00784.

Event description:
Customer reports "within five days three cvcs on three different patients have dislocated (migrated) as the catheter slipped out of the retaining clip." Customer reports the surface of this batch feels slippery. It was reported the catheters were "in place for a maximum of 2 days and were placed as part of an operation". The cvcs were fixed with a suture at the box clamp twice. It was reported there was a delay in therapy as the catheter was lost and "on one patient, medication therapy could not be infused properly either". The catheter was replaced with a peripheral intravenous catheter and parenteral nutrition was changed to a peripheral venous cannula. The patient's condition was reported to be fine.

Manufacturer narrative:
Continuation of d11: utrition qn#: (B)(4). Associated mdrs for the three devices: 3006425876-2022-00786, 3006425876-2022-00785, 3006425876-2022-00784. The customer provided one video for analysis. Signs of use revealed that the catheter body appeared to migrate inside the box clamp subassembly when the customer pulled on the side clamp. The customer also returned one 2-lumen cvc for analysis. Signs of use in the form of biological material was observed on the catheter body. Visual analysis of the catheter revealed that the box clamp was returned attached to the catheter body. Sutures were observed on the box clamp. Visual analysis of the returned catheter, clamp fastener, and the clamp catheter did not reveal any defects or anomalies. There is no evidence to suggest that the catheter suture wings were also secured with sutures. The outer diameter of the returned catheter body measured to be 2.42 mm, which is within specifications of 2.36mm-2.46mm per product drawing. The inner diameter of the clamp catheter measured to be 2.4384mm which is within specifications of 2.15mm-2.45mm per product drawing. The inner diameter of the clamp fastener measured 3.429mm, which is within the specification limits of 3.3mm-3.5mm per the clamp fastener product drawing. The catheter clamp and fastener were attached to the returned catheter body. The box clamp assembly was held stationary, and the catheter was pulled in both directions. Slight movement was identified. The suture wings of the juncture hubs were then held stationary, and the catheter was pulled in both directions. No movement was identified. Performed per IFU statement, "use a catheter stabilization device , catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit, informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The customer report of a catheter migration was confirmed by functional testing of the returned sample and the supplied video. The catheter moved when secured by only the box clamp but passed testing when secured by the juncture hub suture wings. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.